Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant of the implantable cardioverter defibrillator (ICD) device capture management was programmed to adaptive and the capture management threshold was shown as 0.375 volts and the device was programmed to 3.5 volts. The device reported an observation that capture threshold is 9.3 times greater than programmed at 2.0 times threshold. It was also reported that this was confusing because, observations usually means a problem. However, this is not a problem because, during the acute phase of 120 days post implant, the device will not allow programming below 3.5 volts. There was no intervention and the device remains in use. No patient complications have been reported as a result of this event.